Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition exacerbated by the lifevest equipment. The patient stated they may be allergic to polyester. Patient described the area as rash that is an allergic reaction. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized, but there is no indication of medical intervention. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.